Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the there was an intermittent network issue occurred on station. A technical support specialist ran a downtime query and confirmed there was no delay. The customer provided the patient account ID and med ID, but the expected order ID was not found; instead, a similar order ID was identified and verification was requested. Log review showed an incremental synchronization error caused by a snapshot isolation conflict, likely due to a brief network interruption affecting only one station. No recurring errors were observed, and synchronization status was verified as up to date. The issue was determined to be transient and resolved without further action, with network conditions confirmed stable. The system functioned as intended when the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, orders were not crossing over to the ER pyxis and patients were disappearing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.